Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) replaced safety disk failed the pim test. There was no patient involvement.

Manufacturer narrative:
Correction field: b5, d5, d10, e2, e3, e4, g2, h6(medical device ¿ problem code, health effect ¿ impact codes) updated field: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 the fse that encountered the issue put the original safety disk back into the unit. The all manifold test passed. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. Root cause 1 - other the current safety disk design allows for creep. Factors that may contribute to creep include: the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane. The helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. The non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2 ¿ other cardiosave product specification, does not comprehensively define the essential performance parameters of the cardiosave.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d9 (return to manufacture date).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an cardiosave saftey disk failed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.